Manufacturer narrative:
Fdp hypersensitivity c3114 continued from age/date of birth: average age. Sex: majority gender. Event date is literature article published date. Outcomes of chimney and/or periscope techniques in the endovascular management of complex aortic pathologies. Chinese medical journal (2017) 130(17):2095-2100 doi: 10.4103/0366-6999.213410. If information is provided in the future, a supplemental report will be issued.

Event description:
This study aimed to report the outcomes and experiences of chimney and/or periscope grafts (cpgs) used in the endovascular management of complex aortic pathologies. This study reports on 22 patients with complex aortic pathologies who were retrospectively studied from january 2013 to august 2016. All patients were diagnosed using computed tomography angiography (cta). The patients were followed up at postoperative 1, 3, 6, and 12 months and yearly thereafter with x-ray, ultrasound, and/or cta. Of the 22 patients, 19 patients underwent cpgs only, and the other three cases underwent the simultaneous implantation of chimney/periscope and fenestrated/scallop grafts. Twenty-six arteries were managed with forty cpg¿s during the procedures. Along with other commercially available devices the complete se vascular stent system was included in this study. The following intraoperative immediate complications and managements were as follows: ¿ 9 endoleaks (type I ¿ IV) which were treated by cuff implantations, covered stent implantation, expansion with a tri-lobe balloon dependent on type ¿ brachial thrombosis ¿ thrombectomy carried out ¿ external iliac artery rupture ¿ right iliac-femoral bypass ¿ left renal stent occlusion ¿ recanalization it was reported management of these intraoperative/immediate complications was successful except for the left renal stent occlusion which was failed. Following a secondary procedure the renal stent was returned to patency. The instant technical success was 96% (25/26 branches). One patient suffered contrast-induced nephropathy and was transferred to the intensive care unit for hemofiltration and recovered 3 weeks later. Later complications which were observed >30 days post procedure (with the average follow-up being 26.1 months): ¿ 3 endoleaks ¿ 2 deaths ¿ mi (12 <(>&<)> 15 months post-procedure) ¿ 1 death - aneurysm rupture for type I endoleak (this patient was under observation for a type I endoleak during the procedure). In conclusion, chimney/periscope techniques can be used to tackle complex aortic pathologies, but the indications must be strictly controlled and more experience is required.